Event description:
It was reported by service report that the pt right load wheel horn had a hole worn in it from the ambulance's mounting antlers. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval results: load wheel horn.